Event description:
It was reported to philips that the heartstart mrx device alarms for no apparent reason. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating that the device alarms for no apparent reason. There was reportedly no patient involvement. The field service engineer (fse) assessed the equipment and discovered that an alarm was triggered in the system following a control request. The clinic reported random test issues without confirmed errors. Subsequent lab checks found sporadic, low-frequency errors on the upload/download buttons, which were linked to the processor board. The issue's resolution revealed that the mrx defibrillator had reached its end-of-life (eol) and couldn't be repaired due to the unavailability of parts. Consequently, the customer received notification that repairs were not feasible, and servicing the unit was no longer possible. The cause of the issue was intermittent errors in the system's log checks, particularly related to the upload and download buttons on the processor board. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was notified regarding the end of life terms and the product's inability to be repaired. It has been determined that no further action is necessary at this point. If additional information is received, the complaint file will be reopened.